Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his chest from the lifevest. The patient described the area as itchy and dry. There was no alleged device malfunction contributing to the irritation. Patient reported that he followed up with his physician who prescribed a cream. The physician also advised the patient to remove the lifevest temporarily, when it starts irritating him. Follow up indicated that the cream is helping with the skin irritation.